Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was admitted to the hospital due to the high blood glucose level on (B)(6) 2019.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. No motor error alarm noted. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and a partially broken off reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl,500 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.